Event description:
On 04/26/07, mother called office upset because enteral feeding pump, zevex infinity, malfuncitoned while she was out shopping with pt. The pt became hypoglycemic and passed out. Mother gave bolus feed and pt recovered.